Event description:
It was reported by service report that the head lift was stuck up high, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - malfunctioning cpu board caused the head lift to be stuck up high.